Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low elecsys hcg test system results for two patients that were discovered when a physician called the laboratory stating he believed the results were erroneous. Patient 1: on (B)(6) 2017 (sample 1), the result was 31944 miu/ml. On (B)(6) 2017 (sample 2), the result was 1185 miu/ml. This result was questioned as the physician stated the result did not meet the clinical picture of the patient and there were no indicators the patient had lost the baby. Due to the low result, a new sample was drawn and tested on (B)(6) 2017 (sample 3) and the result was 66377 miu/ml. This result was checked by retesting the same sample. The repeat result was around the same value, but no specific data was provided. Patient 2: ((B)(6) female born on (B)(6) 1994). On (B)(6) 2017 (sample 1), the result was 44233 miu/ml. On (B)(6) 2017 (sample 2), the result was 2098 miu/ml. This result was questioned as the physician stated the result did not meet the clinical picture of the patient and there were no indicators the patient had lost the baby. Due to the low result, a new sample was drawn and tested on (B)(6) 2017 (sample 3) and the result was 108889 miu/ml. This result was checked by retesting the same sample. The repeat result was around the same value, but no specific data was provided. The results for sample 1 and sample 3 for each patient were believed to be correct. The physician ordered additional ultra-sounding testing on the patients due to the erroneous results. The ultrasound results were normal and no additional treatment was given or withheld. There was no adverse event reported. The reagent lot number was 00179825. The expiration date was requested but was not provided. The field service representative suspected an issue with the specimen handling was the cause. He ran analyzer performance testing with all results within specifications. The qc data provided for investigation was within the specified limits. Additional information was requested for the investigation but was not available. A specific root cause could not be determined with the information provided. A typical cause for this type of event is erroneous pipetting of the sample.